Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (INS) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device had shocked the patient and it felt like a surge that shocked the nerve. The pt checked to make sure it was on and they got a doctor with a stethoscope and a phone, the pt called the doctor and was gotten back to the next morning. The patient (pt) received a power on reset (POR) message. The agent reviewed the meaning of the message. The pt was redirected to their healthcare provider (HCP) to further address the issue and the pt was going to try to see the doctor the next day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.